Event description:
It was reported that the 9800 system monitor went black during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connections were reseated during the service call.